Event description:
It was reported that patient underwent cataract surgery involving the implantation of an odyssey intraocular lens drt150 20.0d. Approximately one month later, she reported experiencing edge glare, which was initially described as vision issues, glare, and halos. Following these complaints, it was decided to explant the lens in a secondary procedure. The lens was successfully explanted and replaced with a bausch & lomb li61 silicone lens (no complications). No additional information is available.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown/not available. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter, email address: unknown/not provided. Section h3: the device was not saved and not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.